Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with (B)(6) of vancomycin and (B)(6) of fortum. It was not reported if peritoneal dialysis therapy was ongoing. The patient outcome was unknown. No additional information is available.